Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
A respiratory therapist reported that the ventilator screen flashed "exhalation obstruction" and the ventilator made a strange clunking noise. The exhalation pin appears to be stuck (does not retract), it is assumed that the noise was caused by the safety block popping off. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Event description:
A respiratory therapist reported that the ventilator screen flashed "exhalation obstruction" and the ventilator made a strange clunking noise. The exhalation pin appears to be stuck (does not retract), it is assumed that the noise was caused by the safety block popping off. There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.